Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a poly exchanged due to wear.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed. The investigation determined the likely root cause of the event to be normal wear of the subject insert during in-vivo service. Material analysis found no evidence of manufacturing or material defects on the returned tibial insert. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a poly exchanged due to wear.